Event description:
It was reported that difficulty was experienced when attempting to remove a wound drain post-op. The doctor chose to take the patient back to surgery to remove the drain. Doctor claims it appears the tissue is sticking or growing onto the tubing.